Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - prismalix. It was stated the the ceiling cover dropped 3 inches down. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 deems required. This is based on the internal evaluation.previous d4 serial # (B)(6).corrected d4 serial # (B)(6).according to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getting became aware of an issue with one of surgical lights - prismalix. It was stated the ceiling cover dropped 3 inches down. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided customer informed getting technician that they were able to resolve the problem in house by securing the cover plate and no further action is needed. It was established that when the event occurred, the surgical light did not meet its specification, since drop of the cover can be considered as technical deficiency, and contributing factor to the reported situation. According to the information gathered at the time when the event occurred the device had been in use by healthcare professional. A root cause analysis was performed by subject matter expert at manufacturing site. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getting shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).